Manufacturer narrative:
(B)(4).

Event description:
The pt had lead revision in (B)(6) 2010 and has not charged their device since. The pt experienced coupling/communication and telemetry issues. The device was overdischarged and a power on reset (por) occurred. Additional information has been requested.